Manufacturer narrative:
Initial reporter's phone number: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 150cc mentor smooth round moderate profile saline breast prosthesis had a tear on it prior to an attempted implantation. The tear was discovered while the implant was being prepared for insertion. A back up implant was used and it was reported that no impact was done to the patient.

Manufacturer narrative:
On 9/5/2019, the product investigation was completed. Device investigation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a tear was note in the anterior view near to the valve and the tubing was observed inserted in the valve. No other anomalies were noted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer reference number: (B)(4).